Event description:
Pt was revised due to pain. The surgeon suspected pain was attributed to poor patellar placement.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the reported product lot number. The initial reporting states the product is not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported pain; however, the initial reporting states "poor placement of the patella" was a likely contributing factor. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.